Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported dislocation and revision are related to any design, manufacturing, or patient related issues. The cause of the revision is most likely is related to the patient¿s underlying condition; however, that could not be confirmed.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-15-01, 6815657 - eq rev glenoid plate. 320-20-38, s216201 - eq rev compress screw lck cap kit, 4.5 x 38mm. 320-20-34, s220186 - eq rev compress screw lck cap kit, 4.5 x 34mm. 320-20-34, s230797 - eq rev compress screw lck cap kit, 4.5 x 34mm. 320-01-42, 6504729 - equinoxe reverse 42mm glenosphere. 320-15-05, 6768179 - eq rev locking screw. 300-01-11, 6696062 - equinoxe, humeral stem primary, press fit 11mm. 320-20-00, 6780178 - eq reverse torque defining screw kit. 320-10-00, 6763084 - equinoxe reverse tray adapter plate tray +0. 315-35-00, 6695195 - glnd kwire.

Event description:
As reported, approximately 1 month postoperative the right shoulder, the (B)(6) y/o male patient subluxed right shoulder posteriorly. Existing liner and glenosphere removed and a constrained liner and new glenosphere were implanted. Devices were disposed by facility. Patient was last known to be in stable condition following the event.